Event description:
It was reported that the pt never had therapeutic effect from the pump and experienced loss of pain relief. They had checked for a volume discrepancy, but none was found. The pt had a catheter dye study done which showed leakage of dye and kinking of the catheter. The hcp had planned to replace the catheter due to a possible hole in the catheter and because of the kink. The hcp stated that the pump was placed in "stop" mode on (B) (6) 2009. An alarm was heard, but not confirmed by telemetry. The pt was going to be having a pump revision soon; the hcp wanted the pump in "stopped" mode until then. The pt was doing well on transdermal medication. The pt's status was reported as "no injury" at the time of the report. The medications being delivered via the device system were baclofen, bupivicaine and fentanyl.

Manufacturer narrative:
(B) (4).